Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg pocket revision procedure wherein the pocket was washed out to see any signs of infection and was relocated slightly lower.

Manufacturer narrative:
Additional information was received that the patient had infection at the ipg site. Symptoms of pain, erythema and inflammation were noted. The patient was doing well after the revision.

Event description:
A report was received that the patient underwent an ipg pocket revision procedure wherein the pocket was washed out to see any signs of infection and was relocated slightly lower.